Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report an incomplete closed clip and chordal entanglement. It was reported that this was a mitraclip procedure to treat funcitonal mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip got entangled in the far lateral chordae. The cds could not be retracted; therefore, the clip was implanted on the leaflets and the chordae. During closing it was noticed that the clip did not close properly. Deployment was performed without any difficulty and both leaflets stayed inside the clip. Two clips were implanted, reducing the mr to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip entanglement in the chordae and mechanical jam (clip / repeat closing) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.